Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
The caller stated 20 of her blood glucose readings were not in the contour next memory. No adverse event alleged. The meter was not expected to be returned for investigation. Product was not replaced.